Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving an mrs modular head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned, it was implanted and the packaging was not provided by the customer for evaluation. -medical records received and evaluation: not performed and not relevant as this event relates to pack damage. -device history review: the device was manufactured and shipped to stock with no reported discrepancies. -complaint history review: there has been one other event for the lot referenced. Conclusions: the reported event could not be confirmed as the reported pack was not returned for evaluation. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was revision of a 9 hole plate and 9 screws due to breaking of the plate. After the removal upon implantation of a humeral head the circulating nurse went to open the outside package and noticed that it looked damage. When they opened the outer package a piece of plastic stuck to the inner package. When looking inside to the inner package it was noticed that the plastic was broken on the inside as well. Surgeon requested that the implant be flash and autoclaved as there were no other implants available. Caused 15-20 min delay.

Event description:
It was reported that there was revision of a 9 hole plate and 9 screws due to breaking of the plate. After the removal upon implantation of a humeral head the circulating nurse went to open the outside package and noticed that it looked damage. When they opened the outer package a piece of plastic stuck to the inner package. When looking inside to the inner package it was noticed that the plastic was broken on the inside as well. Surgeon requested that the implant be flash and autoclaved as there were no other implants available. Caused 15-20 min delay.